Event description:
Nurse was attempting to remove weighted nasogastric tube from patient. Tube would not come out. Ear/nose/throat doctor consulted. Tube pulled to stoppage point through nose. Physician then cut tube and removed bottom half through mouth. Bottom half of tube was in a knot.